Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of mesh on (B)(6) 2012 due to recurrent pop, mesh exposure and dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - recurrent prolapse. Additional narrative: it was reported that the patient underwent anterior colporrhaphy with mesh insertion, a vaginal extraperitoneal colpopexy, and enterocele repair on (B)(6) 2010 due to post hysterectomy prolapsed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that the patient under went a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent revision of vaginal graft and cystoscopy with hydrodistention on (B)(6) 2015 due to exposure vaginal graft to surface and hematuria. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior/ posterior colporrhaphy vaginal extraperitoneal colpopexy due to complete post- hysterectomy prolapse and sui. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.